Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found the device was received in one piece. The distal tip area of the fiber had multiple kinks. Microscopic inspection found the fiber tip had degraded and was kinked. It is likely that procedural handling of the fiber during set-up and use contributed to the fiber kinks/partial breaks. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that, during the flexible ureteral lithotripsy procedure, the fiber broke in the fiber body while it was being inserted into the endoscope. It was noted that there were no difficulties or resistance encountered when inserting the fiber into the endoscope. Additionally, the fiber had been used three times prior to the break occurring. The procedure was completed using this device. There were no patient complications.

Event description:
It was reported that, during the flexible ureteral lithotripsy procedure, the fiber broke in the fiber body while it was being inserted into the endoscope. It was noted that there were no difficulties or resistance encountered when inserting the fiber into the endoscope. Additionally, the fiber had been used three times prior to the break occurring. The procedure was completed using this device. There were no patient complications.